Event description:
Healthcare professional reported right side rupture and capsular contracture (baker grade iii). Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture (baker grade iii)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture (baker grade iii).

Event description:
Healthcare professional reporting a rupture and a capsular contracture (baker grade iii) of the right device. Removal and replacement of the device.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, underweight, red particles on the surface of the shell. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Stress mark. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks assessed as surgical impact. Non-penetrating nicks.

Event description:
Healthcare professional reported right side rupture and capsular contracture (baker grade iii). Device was explanted and replaced.